Event description:
It was reported that at the beginning of the procedure, the instrument installed on universal surgical manipulator (usm) 1 exhibited inverted movements. The technical support engineer (tse) instructed the customer to replace the instrument, swap the instrument to usm2, and power cycle the system, but the problem persisted on usm1. The customer was also advised to check if the commands were swapped between the left and right master tool manipulators (mtm), but it was confirmed that the configuration had not been changed. The customer decided to continue using the system with three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm1 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure which was resolved with usm replacement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The reported error was confirmed and replicated during testing, indicating that the fiber power level has fallen below the low warning limit occurring on the downstream from the axes controller, arm (aca) board. Upon visual inspection, no problems were found relating to the customer complaint. The universal surgical manipulator (usm) was analyzed and found to fail the fiber test on the clock spring. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the clock spring fiber within the usm. The failing fibers were tested and were verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.